Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event, patient and device information. The method, results and conclusion codes will be sent in the final report.

Event description:
Related manufacturer reference # 3006705815-2020-32280. It was reported the patient experienced autoreducing because one lead had high impedances. In turn, surgical intervention was performed, and the physician explanted one lead and left the second lead implanted. Therapy was effective with the remaining lead. It is unknown which lead is liable so both are being reported.